Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. The complaint device was not received for evaluation. Visual evaluation of the customer provided photo noted the suture was fraying. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force/friction during suture passing.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-7250, fiberwire® #0 braided polyblend suture, blue w/tapered needle, whilst performing cerclage with 0 fiberwire on an acl graft, the fiberwire outer coating started to shred. This was detected during use in an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully as the surgeon continued with the fraying suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.